Event description:
It was reported the patient presented for implant procedure. During surgery, the atrial leadless pacemaker (lp) was unable to release from the delivery catheter and the helix was damaged during removal. A different lp was used to complete the procedure. There were no patient consequences.